Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the medfusion 4000 pump rang off as "occluded". Neonatal nurse was changing the dressing to determine where the line was occluded. Upon changing the dressing, a leak was noted from the catheter and drops of IV fluid were visibly coming out of a crack in the catheter. The leak was noted along the catheter that is attached to the purple hub.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 1525700072 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. It must be noted that 100% in process visual inspection and visual acceptance sampling are performed to prevent nonconforming product from leaving the manufacturing operations. Manufacturing also performs 100% leak testing. Therefore, a leakage would be detected during these processes. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. A probable cause could not be identified. This complaint will be used for tracking and trending purposes.